Event description:
Additional information received reported that the patient was schedule for a revision on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's surgery was postponed again due to an abscess in the leg and low potassium. No date had been set yet at the time of this report.

Manufacturer narrative:
Product ID: 37081, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37081, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3550-45, serial# unknown, product type: accessory. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon further medical review it was determined that the previously reported abscess in the leg was not device or therapy related.

Event description:
It was reported that the patient was having a revision on the day of the report to move the implantable neurostimulator (ins) from the front to the back due to discomfort. It was not known when the discomfort with the ins started. It was also noted that they might replace the extensions due to moving the ins. It was later reported that the case was postponed until (B)(6) due to not being able to get an IV in to deliver anesthesia. It was noted that they would put in a peripheral inserted catheter (pic) line and then do the case.